Event description:
Boston scientific received information that during a routine follow up, upon interrogating this implantable cardioverter defibrillator (ICD), three messages appeared. The first two messages indicated elective replacement indicator (eri) and end of life (eol) were reached. The third messages stated a telemtry fault occurred, which indicates a command from the programmer couldn't process and could have been due to the other warnings. Extended charge times were also noted at the time the device reached eol. Technical services discussed the charge time limits with this model device. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. Should additional information become available to our company, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
One day later, the device was subsequently replaced. No additional adverse patient effects were reported. The device has since been returned for analysis. When analysis is complete, this report will be updated accordingly.